Manufacturer narrative:
The device was received deployed. During investigation, no damages or defects were observed that would prevent the needle mechanism from deploying as intended. The device ran for 1034 pulses and was deactivated by the user. No issues were seen when needle mechanism was reset and manually deployed. The received device had the cannula assembly fully deployed. The soft cannula was not found to be bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with corrosion visible on the pcb assembly. Once the device was opened, corrosion was observed on the linkage assembly, bottom and middle batteries. And the commutator cap. Within the investigation, a leak test was performed. No leaks or damages were observed within the cannula sub-assembly during this test. Upon inspection of the reservoir, fluid was observed in the reservoir opposite to the plunger indicating an issue with the o-ring seal. The seal was inspected under magnification and an area of inadequate sealing was observed. Fluid leaking through the inadequate seal and then through the openings in the top of the reservoir would lead to the observed corrosion inside the pod. Cracks were observed on the top housing of the returned device. It could not be determined when or how this damage occurred. It could not be conclusively determined if the cracks observed in the top housing allowed fluid to leak into the pod to contribute to the observed corrosion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Also, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms, as well being inspected for any damage.

Event description:
It was reported while a patient had a blood glucose level over 400 mg/dl wearing a pod between 4 and 24 hours that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition when removed from the infusion site (arm), the pod's cannula was found to be dislodged as well as bent. As treatment, the patient applied a new pod.